Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on the investigation, a root cause could not be determined within the scope of this evaluation. No objective evidence (sample or photograph) was provided by the customer in support of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected date for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes showed hemolysis and bad gel migration. No reports of injury, exposure or medical intervention.